Event description:
The customer reported a failure during pre-use testing; exhalation autozero solenoid cannot open. If the solenoid malfunctions and cannot open, this task cannot be performed and affects the accuracy of the system pressure measurement. No patient involvement reported.